Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported patchy acute to early subacute infarcts noted in left front parietal lobes, capsulo-ganglionic region with flair hyperintensity, right mca territory infarcts. Tiny focus of diffusion hyperintensity. The infarcts are a result of ischemia which is in turn caused by stroke and not due to study procedure itself. The subject left shoulder pain developed as a result of non mobilization due to hospitalization and upper limb weakness as a result of stroke. Diagnostic tests / procedures-MRI of brain, diagnostic test results: patchy acute to early subacute infarcts noted in left front parietal lobes, capsulo-ganglionic region with flair hyperintensity, right mca territory.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that a plain CT scan of head and brain showed persistent hypodensities in right parietal and cap suloganglionic regions. The outcome was recovered/resolved on (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported ae term updated to : cerebral infarcts in new territories is this ae related to a study procedure : possible is the ae related to an underlying condition or disease other than the disease under study : possible sponsor alings cec.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient experienced acute to subacute infarcts following a mechanical thrombectomy with a solitaire stent retriever. It was reported there was patchy acute to early subacute infarcts noted in the left fronto parietal lobes, capsulo-ganglionic region with flair hyperintensity, and right middle cerebral artery (mca) territory infarcts. There was a tiny focus of diffusion hyperintensity in the right cerebellum, likely a lacunar infarct, and patchy infarcts in the right frontal lobe. There were chronic lacunar infarcts in the right centrum semiovale, corona radiate, bilateral periventricular white matter, right hemi-pons, left thalamus, and bilateral cerebellar hemispheres. There was diffuse cerebral atrophy, focal moderate narrowing in bilateral mild v4 segment of the vertebral arteries, focal moderate to significant narrowing in the right proximal cavernous ica with reduced flow signal in the proximal cortical branches or the right mca with relative paucity of the branches. A plain CT scan of the head and brain showed persistent hypodensities in the right parietal and capsulo ganglionic regions with interval decrease in surrounding edema with no hemorrhagic changes. The patient was treated with physical therapy, and they were given aspirin 75mg daily and atorvastatin 80mg daily. The outcome was noted as recovering/resolving. The investigator assessed these adverse events as possibly related to the disease under study, and not related to the procedure, an underlying condition, or the devices. The sponsor assessed the events as possibly related to the procedure and the disease under study. The patient developed left shoulder pain on (B)(6) 2022, three days after the index procedure. No additional treatment was required, and the pain recovered/resolved on (B)(6) 2022. The investigator assessed the pain as not related to the procedure, the disease under study, an underlying condition, or the devices. The sponsor assessed the events as possibly related to the procedure. Ancillary devices include a red 72 catheter.